Event description:
It was reported that when the vns patient was seen for a follow up visit, both normal mode and system diagnostic tests revealed high lead impedance. Further follow up with the site revealed that the patient was seen for the first time in 2 years due to the patient's personal circumstances. It was noted that the patient had fallen from a seizure the week before the high lead impedance was noted. In addition, it was noted that chest x-rays were taken and reviewed by the physician, however, no additional information has been communicated regarding what was visualized on the x-rays. The device was programmed off, and the patient has been referred to a surgeon to explore the cause of the high impedance. Good faith attempts to obtain additional information from the site have been made, but no additional information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.